Event description:
It was reported by service report that the cot fastener locking bar is not working properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Customer evaluated product. Cot fastener button, product was replaced.